Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in both eyes (right eye more than left eye) at one day post treatment on (B)(6) 2014. Steroids were increased and patient was advised to re-check with surgeon in 3 days. Patient missed appointment and presented on (B)(6) 2014 at which time the dlk was grade 3+ to 4 in right eye and visual acuity sans corrected (vasc) in right eye was 20/400 & left eye was 20/20. Surgeon lifted and irrigated right flap. On (B)(6) 2014, during slit lamp exam (sle) noted change in dlk. Surgeon lifted and irrigated under the flap again with duresol. Last post op (B)(6) 2014; vasc 20/400 right eye; vasc 20/15 left eye. Rxm right 65.75 - 3.75 x95 20/20 slow, rxm left plano - 0.25 x 169 20/15; sle noted striae and haze central in flap right eye, left clear. Pre-op best corrected visual acuity (bcva) 20/20 right, 20/20 left; rxm preop -4.75 -0.25 x 198 20/20 right eye; rxm - 3.75 - 0.50 x 105 20/20 os. Discontinued all meds.

Manufacturer narrative:
(B)(4) - (striae). Account reported that patient was advised patient that it will take up to a year for vision to stabilize in right eye. Will fit with contact lens if patient desires. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.